Event description:
Baxter rn received a phone call from sales representative regarding an incident in which coseal was used after pediatric cardiac procedure. When surgeon removed chest tubes, ventricular patch pulled loose, and baby almost exsanguinated. When surgeon went back in and based upon what he saw, he felt it to be related to coseal application. Surgeon is very evasive and does not wish that this be reported. Per information provided, surgeon had allowed coseal to polymerize for 1-2 minutes before placing chest tubes back in place, however, sales rep cannot confirm this. Baxter rn believes that due to surgeon's reluctance to cooperate and report this she will be unable to provide additional information. Date of occurrence: within past 2 weeks.

Manufacturer narrative:
Baxter medical director assessment: 2006: although there are multiple reasons why the removal of a chest tube may cause the detachment of a ventricular patch, gven the sealing capabilities of coseal, we cannot exclude the contribution of the product to this event. As a consequence, a causal relationship cannot be denied, and as a highly conservative measure reporting is suggested. This case reflects some similarity to case in which for the first time the situation in which a catheter or wire is firmly fixed by the peg gel onto the surface of a moving organ has been reported. This may occur in cases where implants (catheters or wires) are incorporated in the coseal polymerized gel on top of the heart, lung or moving intestine. Given the potential health hazard (bleeding, local hematoma, tissue attachment) and the fact that this aspect was not discussed in the IFU for coseal (2005), baxter has implemented a label change on a global basis to include guidance how to prevent this complication, on a global basis, regardless of the indications the product is used (vascular reconstruction or cardiac adhesion prevention) as a precautionary statement. Customer retraining on following two IFU warning is recommended: "do not place devices or other objects on top of tissue where coseal has been applied, until the material is fully polymerized (non-tacky). Allow at least 60 seconds after application, and before touching or laying any object on top of the coseal." "Do not apply coseal over any devices or objects that will need to be removed. Coseal should not be used as a mechanism of adherence, even temporarily, for any object." Retraining information from baxter rn, on 12-oct-2006: the sales representative has stated that he has retrained this surgeon. His impression was that he, the surgeon, would never utilize coseal again for this application. Due to the reluctance of the surgeon to initially report and further assistance in this complaint, the data available is as complete as possible.